Event description:
It has been reported to philips that the customer was having issues with the geometry becoming slow and unresponsive. Some movements were not available at all. The system was restarted many times in order to finish the patients that were already scheduled and on site. After restart, the system was functional for a while but the issue reoccurred. The next day, the same issue occurred. Two restarts did not resolve the issue. The detector rotation was not moving as well. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system had geometry issues. Third party service engineer went onsite and restarted the system twice, but issue was not resolved. Engineer made all geometry calibrations, but problem was not resolved. Multiple attempts were made to obtain the device onsite evaluation but no approval from customer. No further information regarding the issue has been provided by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.